Manufacturer narrative:
Based on information provided, it cannot be determined that the allegation of the wound getting larger due to the unit not having suction was related to v.a.c.® therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Maintaining a seal: maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the patient's wound was getting larger and the unit allegedly had no suction. On (B)(6) 2016, the following information was reported to kci by the nurse: the wound continued to get larger. No surgical intervention has been performed to date. A review of kci records indicated the activ.a.c. Therapy device was swapped out and returned to kci on apr 20 2016. On (B)(6) 2016, the following information was reported to kci by the nurse: the patient was seen on (B)(6) 2016 and the wound had progressed and was now smaller with use of the replacement unit. The wound had improved since the last patient visit on (B)(6) 2016. The current unit is functioning properly and there have been no further issues. On apr 29 2016, kci quality engineering (qe) completed an evaluation of the device with cords. The device passed quality control (qc) checks and met specifications on feb 25 2016 before placement with the patient. The device was delivered to the patient on (B)(6) 2016. On apr 25 2016 the device was received in kci qe for evaluation and again passed qc checks and met specifications. This customer complaint could not be substantiated by kci quality engineering.